Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case, gong alarms) has been confirmed. Upon investigation, the monitor failed incoming testing. As received, the belt receptacle was pulled from the monitor case and was disconnected from the j4 component on the defib board. The root cause of the damaged receptacle is excessive force placed at the receptacle. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was receiving gong alarms and had a damaged case.